Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, prior to chemotherapy administration, the nurse observed poor flushing and inability to aspirate blood return. Imaging performed that revealed completed catheter fracture. Additionally, there was a slight fibrin sheath at the catheter tip. And catheter migration confirmed not much. The operating surgeon performed port removal and confirmed catheter breakage. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port with an attached catheter in two segments were returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Along with return sample one photo and one image was provided for review. A complete compound break was noted on the distal end of the attached catheter. A complete compound break was noted on the proximal end of the distal catheter segment. Both the breaks were noted to be uneven, and surfaces were noted to be granular throughout. As per additional evaluations loaded cath-lock and catheter were removed from the port body for further evaluation. Catheter break surface was noted to be finely granular with residue throughout. A fibrin sheath appeared as another segment of what appeared to be dry tissue, was noted within the proximal end of the catheter segment. Fibrin sheath possible cause of obstruction and flushing and suction issue. Break and separation were noted on photo review. Image review was performed and it depicts distal point of catheter ¿fracture¿ and separate from the port the remaining catheter is faintly seen in the right heart. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, migration, difficult to flush, fibrin sheath formation and suction issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, e1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Approximately one year, three months, and one day later, on (B)(6) 2025, prior to chemotherapy administration, the nurse observed poor flushing and inability to aspirate blood return. Imaging performed that revealed completed catheter fracture. Additionally, there was a slight fibrin sheath at the catheter tip. And catheter migration confirmed not much. The operating surgeon performed port removal and confirmed catheter breakage. The current status of the patient was unknown.